Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.